Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this instrument. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the short double spinous process clamp was damaged. The retention ring was stripped. This was discovered during sterile processing so no patient was present.